Manufacturer narrative:
It was reported that the anesthesia system failed the leakage test during system check out. Additional information from our company representative states that the call was cancelled by the customer. No further details or device logs have been received. Based on the above information, the true cause of the reported issue has not been determined. 4114.

Event description:
Manufacturer's reference number:(B)(4).

Event description:
It was reported that the anesthesia system failed the leakage test during system check out. There was no patient involvement. Manufacturer's reference number: (B)(4).